Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that the pt was admitted to the hosp for hyperglycemia and found to be in dka (diabetic ketoacidoses). The following is based on medical records provided by the pt's treatment facility. The pt was in the intensive care unit (ICU) to closely monitor his blood sugars and adjust his insulin drip. He continued on pd therapy during his admission. He remained stable. He was evaluated for restless leg syndrome and treatment started. He was also started empirically on antibiotics, including levoquin. He was discharged on (B)(6) 2014.